Event description:
Customer reported that after using the same needle for quite some time his finger became infected, required professional medical treatment. Reported no device malfunction. Requested return of product, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.